Event description:
As reported by the field specialist, approximately 7 years 9 months post implant of a 29mm sapien xt valve, the patient is being worked up for a valve in valve procedure. It appears the patient presents with stenosis. Additional information received via medical records indicated the valve presented with moderate to severe stenosis along with mild aortic valve regurgitation and mild to moderate anterior aortic valve paravalvular leak (pvl). There was also possible restricted leaflet mobility. A computed tomography (CT) scan performed found leaflet calcification. The patient did present with intermittent dyspnea on exertion (doe) and is scheduled for a valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was confirmed based on the medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valves (thv) undergo a process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As reported, "approximately 7 years 9 months post implant of a 29mm sapien xt valve, the patient is being worked up for a valve in valve procedure. It appears the patient presents with stenosis" and "a computed tomography (CT) scan was then performed and found there was leaflet calcification." Review of the medical records revealed the patient had a history of hyperlipidemia (high cholesterol). Hyperlipidemia is a known risk factor for bioprosthetic calcification due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification can interfere with the functionality of the device by restricting leaflet motion, as described in the medical records. It can also contribute toward the narrowing of the effective orifice area (e.g. Stenosis), leading to symptoms such as dyspnea on exertion, as reported. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.